Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) leads exhibited noise. It was also noted that there was no capture on the rv lead. The leads were removed and replaced. No patient complications have been reported as a result of this event.